Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensed, leading to inappropriate atrial tachy response (atr). Technical services were consulted and determined intermittent electromagnetic interference (emi). Would have the clinic inquire if anything electrical is used near the device.